Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String unraveling and detaching from tampon makes it difficult to remove the tampon when necessary- vagina [foreign body in reproductive tract]. Bottom half of the string on my tampon simply unraveling and detaching from tampon [device breakage]. String unraveling and detaching from tampon makes it difficult to remove the tampon when necessary- vagina [complication of device removal]. Case narrative: consumer reported via e-mail that the bottom half of the string unravels. No serious injury reported.

Event description:
String unraveling and detaching from tampon...makes it difficult to remove the tampon when necessary- vagina [foreign body in reproductive tract] bottom half of the string on my tampon simply unraveling and detaching from tampon [device breakage] string unraveling and detaching from tampon...makes it difficult to remove the tampon when necessary- vagina [complication of device removal] case narrative: consumer reported via e-mail that the bottom half of the string unravels. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String unraveling and detaching from tampon.makes it difficult to remove the tampon when necessary, vagina foreign body in reproductive tract. Bottom half of the string on my tampon simply unraveling and detaching from tampon device breakage string unraveling and detaching from tampon. Makes it difficult to remove the tampon when necessary. Vagina complication of device removal. Case narrative: consumer reported via e-mail that the bottom half of the string unravels. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.